Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced abdominal pain since the implant procedure. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient continues to use therapy with effective pain relief.